Event description:
Event 1 boston scientific captivator cold snare had a rusty sound when using to open and it would not open the snare all the way. It was getting stuck and only opening halfway. I had to get another cold snare. Event 2 boston scientific captivator cold snare when opening it had a rusty sound and very hard to open the snare all the way. When closing the snare, the same thing would happening as well. Had to open another snare to use.